Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under in fused vancomycin during therapy. There was a bag with a total of 205 mls of actual fluid. The parameters were vancomycin 1750 mg/ 350ml, on a primary set primed from vancomycin bag 16.7ml at a rate of 200ml, volume to be infused (vtbi) 360ml to empty bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.